Manufacturer narrative:
A sample was not received for evaluation. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Since the sample was not provided for evaluation, the reported issue could not be confirmed and the root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received at a later date, the complaint will be reopened and updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the registered nurse was unable to deflate the balloon to remove the indwelling urinary catheter. The attending radiologist was called in and was also unsuccessful. Urology was contacted and they were also unable to deflate the balloon. Urology used an alternate method to puncture the balloon and deflate it in order to safely remove the patient's indwelling urinary catheter. Additional information provided by the reporter on august 06, 2021 stated that the balloon was punctured using a guidewire and it ruptured with a clean tear. There was no patient harm. The patient was discharged the same day in stable condition.